Event description:
It was reported while a patient had been wearing a pod for 20 minutes their blood glucose level had rose to 300 mg/dl. Upon administering a bolus the patient reports the pod was leaking during wear. The patient reports the pods cannula had not deployed upon initial activation and the pods pink slide had not moved forward upon activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.